Event description:
It was reported that the vns patient was experiencing periodic neck pain associated with vns stimulation beginning in (B)(6) 2013. There was no trauma or recent changes to vns settings that could have caused or contributed to the reported pain. The patient refused to lower her programmed settings or have her device programmed off. The patient underwent prophylactic surgery to replace her generator and lead on (B)(6) 2014. The explanted products have not been returned to the manufacturer.